Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI # is unknown as product serial number was not provided. To date, the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon experienced a couple of rotations for a model zct and zxt lens. He noted that the point of commonality is the length of the eye and therefore the size of the bag. On average the longer the eye, the larger the bag, the more the rotation, and they are likely to occur when steep axis is oblique. The surgeon suggests making the haptics longer on lower powers. In one case, he notes a lens moved 20 degrees, from day 1 to week 1 (130 degrees axis to 150 degrees). The surgeon did not specifically note which lens. As a result, the surgeon repositions the lens at slit lamp with a needle. With this last lens the needle hole leaked a bit, so he placed a contact lens. Once the lenses are repositioned at slit lamp, they see better, but the surgeon notes it is a hassle he would like to avoid. No additional information provided. This report pertains to model zxt. A separate report is being submitted to capture the event for the model zct lens.